Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description 2 lens that were faulty opening sideways. Additional information has been requested.

Event description:
A healthcare professional reported with a description of faulty lens opening sideways. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
Correction information was added in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.